Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. On (B)(6) 2014, at an unspecified time, an unspecified channel of the device was programmed to deliver an unspecified concentration of heparin with a dose rate of 880 units (u)/hr. No further programming parameters were provided. At 1700, the nurse checked the device and noted the dose displayed on the device was 1720 u/hr instead of the expected 880 u/hr. At that time, the nurse reported the device was placed on hold and notified the physician. The physician ordered the heparin to be held for 90 minutes and when resumed the dose was to be decreased by 240 u/hr. At that time, the nurse reported the device was programmed for the decreased dose and the device was placed on hold. After an unspecified length of time the nurse returned to the patient's room and noted the device display indicated a dose of 720 u/hr. The device was removed from the clinical service. Therapy was resumed with a replacement device. There were no reported adverse patient effects. No medical interventions were required. On (B)(6) 2014, the patient was discharged from the user facility in stable condition. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.